Event description:
It was reported that the customer's insulin pump kept failing the battery test. Troubleshooting was performed. It was stated that the customer was not using the recommended batteries. Reviewed the alarm history and found several battery error alarms. During the call, the mother stated that the customer is at his doctor's office because the insulin pump was alarming failed battery test. It was stated that the customer ignored the alarm and his glucose level had risen. The mother stated that the customer's blood glucose elevated to 356mg/dl, and he was treated with the insulin pump and manual injections during his doctor's visit. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.